Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received button error alarm. The customer also reported that the insulin pump would not rewind. The customer's blood glucose was 200 mg/dl at the time of incident. The customer also reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces, and moisture damage was found on the electronics assembly. No button error alarm during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on the display window noted. No crack on the display window noted.